Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Upon review of reported pathology reports, allergan medical safety has determined that there is no malignancy.

Event description:
Healthcare professional called to report "testing showed no indication of alcl, but there was more than 50 cc of seroma fluid buildup." Previous medwatch submission noted "concern for possible alcl". Upon further information, abbvie has determined that the event of alcl-suspected did not occur.

Manufacturer narrative:
Continued h6 (health effect - impact code): f2201. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: observed creases on the device. Observed wear abrasion on the device. Brown particles observed inside the bladder. Brown biological tissue observed in the device. Observed opening on anterior side assessed surgical damage. Observed opening and broken on bladder and radius side assessed as fold flaw opening. Missing shell assessed as inconclusive. Observed stress marks on the device. The events of seroma-late and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant exchange due to concern with the product, late seroma, concern for possible alcl, implants and capsule sent to pathology for evaluation (histopathological markers not received).

Event description:
Healthcare professional reported for left side "exchange of textured device due to concern with the product", "late seroma", "double capsule", "concern for possible alcl, implants and capsule sent to pathology for evaluation". Histopathological markers have not been received. Device has been explanted and replaced.